Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 6: it was reported while using bd vacutainer® sst¿, an unspecified number of devices underfilled or did not fill. There was no health impact or consequences reported.